Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an malfunction alarm occurred and pump touchscreen display was blank. Customer's blood glucose was 160 mg/dl. Customer reverted to using an alternate method of insulin therapy.